Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report issues with the insulin pump. Customer reported that he does not feel that the pump is working accurately. Customer reported that the pump may not be delivering insulin, however he has not had any alarms. Customer reported that the pump has excessively gone into auto suspend. Customer's blood glucose at the time of the incident was 649 mg/dl. The pump did pass the displacement test. However, the customer declined to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is being replaced at the customer's request.